Manufacturer narrative:
The gore® tag® conformable thoracic stent graft with active control system tgm343415e/22816853 was returned to gore and an engineering evaluation has been performed. The product evaluation results are currently being reviewed.

Manufacturer narrative:
Health effect: clinical code: added code 4582. Investigation findings: added code 170, for the gore® tag® conformable thoracic stent graft with active control system tgm343415e. Investigation conclusions: removed code 4315. Health effect: clinical code: removed code 1708.

Manufacturer narrative:
The gore® tag® conformable thoracic stent graft with active control system (cmds) tgm343415e/ (B)(6) was returned to gore. And engineering evaluation was performed. The evaluation of the device showed, that while inserting a guidewire though the leading olive, resistance was felt in the olive. By adjusting the insertion angle of the guidewire, the guidewire was able to pass through an open lumen and advance through the olive. Although the device was able to be advanced onto the guidewire, there was resistance in the curved olive that made it difficult to advance the guidewire. This resistance is consistent with the reported event description that the guidewire was unable to advance through the leading olive. The inability to insert a guidewire, due to resistance in the olive is likely a manufacturing deficiency either related to the supplier olive molding process or to the cmds olive bonding process. Based on this investigation, a root cause could not be confirmed. Events will continue to be monitored.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for a thoracic aortic type b dissection and was treated with a gore¿ tag¿ conformable thoracic stent graft with active control system. It was reported that a cook lunderquist¿ extra stiff dc wire guide became stuck after 1 to 2 cm after it had been inserted into the leading olive of a gore¿ tag¿ conformable thoracic stent graft with active control system tgm343415e during the advancement attempt. Therefore, the physician removed the catheter together with the stuck wire and replaced the latter with a terumo radiofocus¿ guidewire m stiff. Also, the tgm343415e device was replaced with a new tgm343420e component and the procedure concluded as planned. It was stated that the device would be returned for investigation without the guidwire.